Manufacturer narrative:
(B)(4). Date sent: 2/9/2026. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No patient involved pre-opertive, thus n/a. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, upon opening the secondary packaging, they discovered that the primary packaging had already been opened. As the product is therefore no longer sterile and consequently unusable. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2026. Correction: h6.

Manufacturer narrative:
(B)(4). Date sent: 4/2/2026. D4: batch # 696d28. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one tlc55 device was returned inside its opened package; upon visual inspection, the package was undamaged, but the tyvek was noted to have the seal misaligned and spottiness on the blister seal area were noted. However, the package meets the minimum seal width requirement, and the sterile barrier is not compromised. Based on the information currently available, a product issue was identified during the investigation of the sample received. The issue with the tyvek is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. The event could not be confirmed as the sterility was not compromised and there is not an open channel. Device history review: a manufacturing record evaluation was performed for the finished device batch number of 696d28 / 43tlc55, and no non-conformances were identified.